Event description:
Lens was implanted in 2002, at three weeks post-op the pt was a +4. The dr feels the lens was mislabeled for diopter power. Explant was successfully performed on month later. Exchanged lens is a 21.0d; model and serial number unknown at this time. Pt's immediate post-op va is described as good.